Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s home health nurse states her patient has a dual lumen powerpicc and the purple lumen works well but the red lumen will not flush or give blood. Informed her to contact the patient's physician and ask about he use of cathflo/tpa to restore the function of the purple lumen. She sates she does not know the product code or lot number for the powerpicc or the insertion date.